Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6)2018. It was reported that the patient had symptoms associated with the leads. The hcp stated that the case was complete and the patient was in the recovery room. They developed symptoms that were concerning of an epidural hematoma; chest pain that developed into leg tingling, which progressed to numbness and paralysis. The patient was transferred to the hospital for an emergency surgery to evacuate the hematoma and the leads were pulled out. The hcp then stated that the issues were resolved after the emergency surgery and the patient did not have any product currently implanted. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause was not known. It was reported that the hematoma occurred within about 30 minutes of the stimulator lead placement. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Product ID: 977d260, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot (B)(4), ubd: 01-dec-2021, (B)(4); product ID: 977d260, serial/lot (B)(4), ubd: 02-nov-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient never told them she took motrin four times per day prior to the trial implant procedure. The patient developed an epidural hematoma post operation that required an emergency laminectomy. It was unknown if the issue was resolved at the time of the report. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional. Hcp confirmed patient name, weight at the time of event, and date of birth. It was reported that the emergency surgery is considered related to the trial. The issue is resolved. The trail devices were discarded. No further complications were reported/anticipated.